Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). The subject device is an instrument and is not implanted or explanted. This section should be blank. Is this a single use device that was reprocessed and reused on a pt?. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Street address corrected. Occupation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The hip plate and construct was implanted on a unknown date. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(4). Device history records was conducted. The report indicates that the DHR review, part number: 03.010.228, synthes lot number: u146376, release to warehouse date: 15-dec-2011, supplier: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a revision surgery occurred on (B)(6) 2016 to remove a pediatric hip plate that a patient had outgrown. The hip plate and construct was implanted on a unknown date. The plate was intact upon removal and there was no allegation against the plate. It was noted the patient fell on an unknown date prior to the revision surgery and sustained a proximal femur fracture with greater trochanteric cyst development. The patient was revised to adolescent lateral entry femoral nail (alfn). During the revision surgery, while drilling for the placement of the recon screws using a quick connect coupler, the drill bit broke. A second attempt was made to drill again and an additional drill bit broke. Both drill bit fragments were retained in the patient and were not able to be retrieved. A 10 minute surgical delay was noted and no additional harm occurred to the patient. The procedure was completed using 1 antiversion screw. It was noted that the surgeon may have been using excessive force in manipulation of the handle to achieve a different angle. It was also mentioned that the cyst had created a hollow area in the bone which may have contributed to the difficulty in screw placement. Patient condition was listed as stable. This complaint involves 2 devices. This report is 1 of 2 for (B)(4).